Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead displayed high thresholds around 7.5 v and was not capturing. The physician suspected lead dislodgement, so the right ventricular lead was repositioned. Once the right ventricular lead was repositioned, the threshold was fine and the lead successfully captured. This right ventricular lead remains in service and there were no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported no further issues were encountered after the lead was repositioned.